Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the health care professional (hcp) thought that this implantable cardioverter defibrillator (ICD) exhibited an abnormal battery depletion. Boston scientific technical services (ts) reviewed and noted multiple atrial tachy response (atr) episodes. The hcp then stated that this were a new onset of atrial fibrillation (af) or atrial flutter. Moreover, it was also noted that device was programmed in high output and there was an increase in ventricular pacing over the same period. Ts then discussed likely this is most likely a combination of increased in atrial burden and right ventricular (rv) pacing. The hcp then requested latitude analysis. To date, this ICD remains in service. No adverse patient effects were reported.